Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer declined to troubleshoot for the low blood glucose incidents. The customer also reporting issues with is sensors. Customer reports having sensors updating for 3 hours then receiving change sensor alarms. Customer's blood glucose at the time of the call ranged 30 mg/dl and was treated with glucose intake. The pump will not be returned for analysis.